Event description:
The arthrex ref ar-1204ff flip cutter was used to create the tunnel for the quad acl graft to pass, the mechanism that deploys and retracts the cutting blade deployed, but would not retract back to be able to pull out of the tunnel. A hemostat was used to get the cutting blade to retract back.